Manufacturer narrative:
The report events were dislodgement, high capture threshold, r-wave amp variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The report events of high capture threshold, r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported, that the patient presented with high capture thresholds, low sensing. And high pacing impedance noted, on the patient's right ventricular lead. The lead was noted, to be dislodged on imaging. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.